Event description:
It is reported that the device was implanted in 2008. We were informed that the middle of an implanted tm modular baseplate is well fixed but the medial and lateral areas do not seem as well fixated. It was described as the bones resorbing rather than absorbing the tm.

Manufacturer narrative:
This report will be amended when our investigation is complete.